Event description:
Tourniquet was requested to be inflated by the surgeon to the pressure of 300. The tourniquet was inflated to the proper pressure initially, but within a minute it alarmed to high pressure. Pressure rose above 400 for less than 10 seconds before the circulator removed the red tourniquet hose to deflate cuff. Tourniquet was turned off and restarted while passing a self test and we attempted to reinflate the same tourniquet. The machine continued to malfunction and was pulled out of service. It was replaced with a new tourniquet machine.======================manufacturer response for tourniquet, zimmer ats3000 (per site reporter).